Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the ¿hub¿ (luer) of an unspecified secondary IV (intravenous) tubing set was broken and as a result malfunctioned. This was identified during use when the health care worker was connecting the tubing set into a male port and noted the medication would not flow. The tubing set was changed out and no further issues were noted. There was no patient injury or medical intervention associated with this event. No additional information is available.